Event description:
Info received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician found a worn and stained head and p/v cushion due to fluid ingress. He installed a ticking refirb kit along with replacing the head and p/v cushion.